Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for out of range shock impedances on the tachy right ventricular (rv) lead. The impedances were low and 0 ohms. Further review noted the alert has triggered three times. The most recent alert was suspected to be due to the patient receiving an echocardiogram during the 0 ohm reading. In addition, oversensed noise was also observed on the rv channel. The noise was suspected to be from lead-on-lead contact as the patient has both a brady and tachy rv lead; however, the lead positions were confirmed to be appropriate and not close enough for contact. The source of the noise was not determined. The device was changed out, but both rv leads remain in service. No adverse patient effects were reported.